Event description:
It was reported that the atrial lead appeared to be located in the svc (superior vena cava), with no capture at high output and the ventricular signal present on the atrial egm (electrocardiogram). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.